Manufacturer narrative:
The returned device was subjected to flow testing by engineering. Both morcellators demonstrate excessive flow rate when window locked in first position and a vacuum of 250 mmhg applied. The dimensional inspection indicated that the outer diameter is undersized when compared to the component specification, allowing for increased passage of fluid. A corrective action has been opened in response to this issue. (B)(4).

Event description:
The customer did the window lock and the doctor tried morcellating the cavity; it would collapse and the wheel of the fluid management would run crazy. It was stated the window lock was not working properly on the two blades used. When using the blades the doctor did not have good visualization and the cavity would collapse due to the window lock issue. The doctor used a third blade and successfully completed the procedure. There was no patient injury and the patient is fine.